Event description:
Per the audiologist's report, this pt has a history of auditory neutropathy. The pt's parents have reported the child showed inconsistent responses since march 2005, a CT scan shows normal positioning of the device. Intergrity testing has not shown any fault with the functioning of the device. The surgeon explanted the device (date unk) and reimplanted the pt with a new device.